Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up and provided additional information. The biomed initially reported that the aquabplus reverse osmosis (ro) system alarmed with error code ¿w-02-51-03 warning: concentrate pressure too low.¿ the system was evaluated and it was discovered that the wiring connected to the stage 2 motor protection switch (mps) was discolored and burned. There was no burning smell, smoke, spark, flame, or arcing associated with the reported issue. No blown fuses were identified. No switches were tripped. The biomed stated that the identified thermal decomposition is believed to be the cause of the reported error code. The biomed explained the error occurs intermittently and is cleared by pushing the green button on the mps. The ro system remains in operation and is otherwise operating as expected. Replacement parts for the mps and contactor were ordered to resolve the reported issue. No parts were returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for physical evaluation. However the reported thermal damage was confirmed by the manufacturer with the provided intake information. The most likely cause for the failure pattern is a bad electrical contact at the motor protection switch. The contact resistance and pump current increased which led to increased thermal energy at the contacts points resulted in overheated and discolored cable lugs at the motor protection switch. The motor protection switch was loaded unbalanced and tripped, triggering the initial error code w-02-51-03 p-cs too low and interrupting device operation. This failure is a known issue. Corrective actions were defined and implemented. An improvement to the wiring design was created and released. It is recommended to replace the wiring and motor protection switch in stage 1 and stage 2 to prevent additional failures.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The biomed confirmed the reported event during follow-up and provided additional information. The biomed initially reported that the aquabplus reverse osmosis (ro) system alarmed with error code ¿w-02-51-03 warning: concentrate pressure too low.¿ the system was evaluated and it was discovered that the the wiring connected to the stage 2 motor protection switch (mps) was discolored and burned. There was no burning smell, smoke, spark, flame, or arcing associated with the reported issue. No blown fuses were identified. No switches were tripped. The biomed stated that the identified thermal decomposition is believed to be the cause of the reported error code. The biomed explained the error occurs intermittently and is cleared by pushing the green button on the mps. The ro system remains in operation and is otherwise operating as expected. Replacement parts for the mps and contactor were ordered to resolve the reported issue. No parts were returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of the reported issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.